Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump passed the required tests. There were some battery related alarms found in the alarm history as well.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.